Manufacturer narrative:
Eval summary: the analysis site confirmed the customer complaint and found the hand activation issues were due the generator main pcb. To correct this issue the site replaced the generator main pcb. After servicing the unit passed all qa functional testing. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the system would intermittently activate when the button was pressed during a thyroid procedure. Another generator was used to complete the procedure with no pt consequence.